Event description:
The patient reported that he started using the v-go 40 about 3 weeks ago and noticed that 3 times out of 5 when he is working outside the v-go falls off. Patient added that it is 104 degrees and he is sweating while outside.